Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness, and hyperosmolar nonketotic syndrome.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced a hyperglycemic event on (B)(6) 2016. Patient reported that she passed out due to the hyperglycemic event, woke up two (2) hours later, and dosed 10 units of insulin. Patient stated that she called her doctor who told her to go to the hospital. Patient stated that she drove herself to the hospital. 911 was not called. Patient stated that she was admitted overnight at hospital and was dosed with 10 units of insulin. Patient stated that her blood glucose (bg) went to over 600 (748) and that is what caused the issue. Patient stated that she was receiving high alerts from the continuous glucose monitoring (cgm) system, and then silenced them a couple of times as seen within her viewed data. The other time she was alerted by the cgm was when she passed her 300 high setting on (B)(6) 2016 at 1:12 pm and it lasted until 1:30 pm when she acknowledged it. Patient stated that there was more than normal acidity in her blood and this may have been a major contributing factor. Patient stayed in hospital until around noon on (B)(6) 2016 for hyperosmolar nonketotic condition. At the time of contact, patient was good and at home. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/24/2016 and did not confirm the customer complaint.